Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to lead implantation, the helix took too many turns to extend the tip. The first placement again took a long time to extend the helix. The lead was placed in another position and the helix took too many turns to extend. All retractions were fine. The lead was not used and a new lead was implanted successfully. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.